Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "I received some information from...regarding a surgeon, who is an avid mako supporter and user. He expressed some concerns over press-fit femoral fit." Case 1: patient complained of pain so they thought it was loosening of femur but they didn¿t have to do anything. Case 1 of 3.